Event description:
Customer reported being unable to test due to receiving a low battery icon on her adc meter. Customer further reported experiencing symptoms that were described as "sweating, blurred vision, confusion, staggering, and shaky" which resulted in having a loss of consciousness. Customer reported self-treating with "dextrose and 3 jolly ranchers". Paramedics were called, obtained a reading of 2 mmol/l (36 mg/dl) and then treated customer was orange juice and obtained a reading of 4.2 mmol/l (76 mg/dl). It was also reported that paramedics treated customer with "glucose gel and injection". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.